Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella cp support developed a gastrointestinal (gi) bleed and heparin was held. The gi bleed was resolved. The patient was escalated to an impella 5.5 where support continued.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Ppae: major bleed. The cause of the injury was not determined due to insufficient clinical details. Device history review: this pump passed all post sterile inspection checks.